Event description:
Account reports "while infusing glucose solution to a hypoglycemic neonate it was discovered that the solution set had cracked and fluid was being wasted at the site of the rubber seal at the plunger base." Reportedly, "premature neonate" in nicu receiving maintenance IV of d10w. Blood sugars being monitored and "drop in sugar" noted. Maintenance IV titrated according to blood sugar levels and no increase noted thus neonate "bolused with glucose." Blood sugar level increased, however, "then down again...they then found leak in line...changed IV set and started maintenance IV...no further problems." No injury to pt reported.